Event description:
An xlif procedure was performed at l2-l3 disc space with implantation of a coroent xl-f. Approx 60 days after the surgery, the superior screw was noted to have backed out approx 1 cm. Revision surgery occurred (B)(6) 2010. The superior screw was removed and replaced; the remaining construct was not altered and no additional fixation was performed.

Manufacturer narrative:
The removed screw is not available for evaluation. Should the device be returned, eval will resume and if additional info becomes available, a subsequent report will be made.